Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. The lesion was 90% stenosed with no calcification and moderately tortuous. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. Upon removal of the ivus, after imaging was complete, resistance was noted. The catheter had become caught on the stent. The physician was able to manipulate the guidewire back and forth freeing the imaging catheter and removed it outside the patient's body. No patient injury was reported. Patient was reported to be in "good" condition.